Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified with the cartridge used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in surgical gauzes. Solution is dried on the lens. Both haptics are slightly bent in the gusset area. The optic is cut into two portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that six weeks following an intraocular lens (iol) implant procedure, the lens was exchanged for the same lens model but half a diopter less power. The reason given for the lens exchange was wrong power. Additional information has been requested.